Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was had leaking pixels in the lcd screen and the rear housing was chipped. Review of the device data log noted multiple "no disposable" messages. Functional testing included use testing. The pump alarmed with a double beep upon power up without a disposable attached. The downstream occlusion sensor was replaced to address the issue. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited double beep alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.